Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The left atrium was small and the transseptal crossing was performed close to the back wall. The device was successfully implanted. An effusion sweep was performed at the end of the procedure and none was noted. Approximately 4 hours post procedure, the patient was recovering in post op and pressures dropped. A stat transesophageal echo (tee) was performed and an effusion of approximately 2cm was noted. A pericardiocentesis was performed and 200ml was removed. The patient is expected to make a full recovery. It is likely that the left atrium wall was scratched during the transseptal crossing leading to an effusion.